Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis did not confirmed, the customer reported complaint. Visual inspection was performed, and no loose cables were observed at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observations not reported by site: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, the instrument moved intuitively with full range of motion in all directions, the grips clip test was performed and failed multiple times. The clip was able to be loaded onto the grip tip, but was unable to successfully clip onto the tubing after multiple attempts. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .023 offset at the tips. As a result, the instrument failed clip test multiple times.

Event description:
It was reported, that during central processing. The large hem-o-lok clip applier instrument has a loose wire at the distal end. There was no report of patient involvement.